Event description:
It was reported that the customer passed away at home. The customer committed suicide. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one because it had been removed the night prior to passing. The caller stated that, the night prior to the customer's passing, the customer had taken off the sensor, bottomed out, and committed suicide. The caller did not provide details stating that she was not at home; she was in another state. She stated that she would like to have someone try calling her again, next week. The caller did not have the insulin pump at the time of the phone call. Hence the insulin pump information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller stated that the insulin pump will not be returned for analysis, after it has been retrieved from the police.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.